Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 concurrently with mesh removal. The patient experienced infection, urinary problems, recurrence, bleeding and vaginal scarring. It was reported that the patient underwent lysis of adhesions, closure of fistula and mesh revision/ removal on (B)(6) 2008, due to abdominovaginal fistula and mesh infection. No additional information provided.